Event description:
The pt was implanted with two percutaneous trial leads on (B)(6) 2010. Shortly thereafter, he developed a staph infection at the lead insertion site. It was reported that the trial leads were explanted on (B)(6) 2010, and antibiotics were administered as treatment. The pt is reportedly recovering well. The explanted leads were discarded and will not be returned to the MFR.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance related to the product. The total lot size was 120. One unit was found to have foreign material in the tray and one unit was found to have parts loose in the tray. The two affected units were removed from the production lot number and the remaining balance was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.